Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data revealed a rotational sensor malfunction was observed. This caused first prime to end prematurely and prevented the cannula from deploying by the end of second prime. Damages were observed on the commutator cap; it cannot be determined when this damage occurred or if it contributed to the rotational sensor error. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.